Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the batteries have been fully discharged and won't take a charge now. There was no reported patient involvement.